Event description:
Customer reportedly received results of 41mg/dl and 74 mg/dl within 10 minutes on the same device. No action was reportedly taken based on device results. No adverse event reported in relation to listed results. Requested return of suspect device and replacement was sent.